Event description:
It was reported that the patient had slipped in the shower the week before this report and was no longer getting pain relief or coverage of their painful areas. They were receiving less than 50% therapy relief. Reprogramming was performed and impedances were all within normal range. In addition, x-rays were taken and it looked as if the leads were in the same location or hadn¿t moved much, however, they were unable to get coverage anywhere on the leads. Information later obtained stated that the patient was doing fine but that the original pain had come back and they were not receiving effective therapy. The patient wanted a revision to get therapy again and was in the process of scheduling one (date not yet determined). No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).